Event description:
It was stated that the customer was hospitalized for low blood glucose levels. It was also stated that the customer fell two months prior, and was hospitalized for the fall. During her stay in the hospital, it was stated that she underwent multiple CT scans, MRI and x-rays, but the pump was never removed during the scans. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the evaluation has not been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.